Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9007783. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-01-07. Medical device lot #: 8295514. Medical device expiration date: 2020-04-30. Device manufacture date: 2018-10-22. Medical device lot #: 9056987. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-02-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® lh pst¿ ii plus blood collection tube has been found containing foreign matter and experiencing erroneous results during use. The following has been provided by the initial reporter: we got really serious alarms related to quality of bd vacutainer pst ii tubes. Customers complain about presence of huge wpm stands (white particulate matter) in pst ii plasma following the centrifugation. It leads to random errors of many test results: troponin, glucose,hcg, ferritin ect. The worst thing we can¿t guarantee first result is correct and it is really costly and time-consuming to run the same sample multiple times. They received the first complaint from the customer regarding to roche instrument then as bd we were involved to check the product quality. These are the points were highlighted by the end user that they are facing issues. Sample short alarm. Flyer, tnt, bhcg. Bd tubes quality. Bio-rad on-board stability. Rerun & repeatability. Instrument break down due to barcode quality. Pre-analytic - phlebotomy.

Event description:
It has been reported that the bd vacutainer® lh pst¿ ii plus blood collection tube has been found containing foreign matter and experiencing erroneous results during use. The following has been provided by the initial reporter: we got really serious alarms related to quality of bd vacutainer pst ii tubes. Customers complain about presence of huge wpm stands (white particulate matter) in pst ii plasma following the centrifugation. It leads to random errors of many test results: troponin, glucose, ¿hcg, ferritin ect. The worst thing we can¿t guarantee first result is correct and it is really costly and time-consuming to run the same sample multiple times. They received the first complaint from the customer regarding to roche instrument then as bd we were involved to check the product quality. These are the points were highlighted by the end user that they are facing issues. 1. Sample short alarm, 2. Flyer, tnt, bhcg. 3. Bd tubes quality. 4. Bio-rad on-board stability. 5. Rerun & repeatability. 6. Instrument break down due to barcode quality. 7. Pre-analytic - phlebotomy.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The principal pre-analytical issues for falsely elevated troponin assays include hemolysis and fibrin. These are of particular concern with highly sensitive assays, including troponin, glucose, ¿hcg, and ferritin. Therefore, careful attention is necessary in terms of phlebotomy, storage, handling and processing of specimens. Instrument manufacturers and published data on interferences may be a useful resource for this issue. To assure a specimen of high quality when utilizing heparin plasma, several factors are key. Included, but not limited to: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume (by use of no additive tube to fill pbbcs tubing) to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. A review of specimen handling parameters would be of value for this tube type.